Event description:
Main strut fracture of gunther tulip filter which had been placed in the infrarenal ivc in 2001 with subsequent migration of fractured strut into and through the right ventricle resulting in pericardial effusion/hemopericardium and cardiac tamponade. Strut was removed from pericardial sac by cardiothoracic surgery, and the remainder of filter currently remains in the ivc.